Manufacturer narrative:
The customer reported "product was discarded. No product to return": therefore, it is not possible to evaluate the refill tubing sets and determine the root cause of this complaint. There have not been any other complaints for this product code and lot number due to ¿not able to refill the pump". We will continue to monitor for this or similar complaints for this product code and lot number. A review of the device history records revealed that there were no anomalies noted during the manufacturing processes. The refill kits met manufacturing specifications. At the present time this complaint is closed. Device not available.

Event description:
During a pain pump refill procedure, the pump was not able to be refilled. The pump was able to be accessed to remove the pain medication that was left in the pump. However, they were not able to refill the pump with a new kit. A second kit was used with the same result. Product was discarded. No product to return. No patient harm was reported. Pain treatment was delayed until a new kit could be obtained.